Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer went to the emergency room (ER) with a customer¿s blood glucose (bg) was 560 - 580 mg/dl with ketones that were identified as dangerous by healthcare provider. Customer attempted to address their bg with a manual injection, however was treated with intravenous fluids of saline and insulin. Customer was released with issue resolved and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.